Manufacturer narrative:
Block e1: phone number: (B)(6). Block h6: device code 2610 for the reportable issue of bands failed to deploy. Device code 1484 for the reportable issue of bands prematurely deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that a crimp was present on the tripwire. The trip wire was partially rolled and was secured in the handle assembly slot when received. The suture was cut with one section attached to the distal loop of the trip wire while the other section was attached to the ligator head. Additionally, the ligator head had three bands present and the bands were properly placed in the ligator head. It was also noted that the ligator head teeth were bent. The suture hole was in good condition and no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. Based on the evaluation of the returned complaint device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity and which could have contributed to the reported issues. There was evidence that the suture was cut in order to remove the device from the scope. This condition is not considered as an issue of the device. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle was turned; however, an elastic would not deploy. The handle was rotated again, and two elastic bands deployed concurrently. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Phone number: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle was turned; however, an elastic would not deploy. The handle was rotated again, and two elastic bands deployed concurrently. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.